Event description:
The customer reported the device can't boot up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device can't boot up. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The issue localized to a loose connection.